Event description:
Pt developed infection due to inadequate sterilization of surgical instruments. Instruments were sterilized in sterilizer. During bilogical testing performed daily, it was discovered that sterilization was not effective.